Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. A single leaflet device attachment (slda) occurred with an xtw clip, which was the first clip of the procedure. During placement of the second clip, clip-to-clip interaction occurred. The clip was stuck to the first clip, which resulted in dislodgment of the first clip from one leaflet. The posterior mitral leaflet was detached. There was damage noted to the posterior leaflet. The second clip and an additional clip were required for stabilization. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The first mitraclip was advanced to the valve. Grasping was performed. During capturing attempts, one of the grippers stopped functioning and failed to lower. Troubleshooting was performed but was unsuccessful. The clip interacted with the chordae and caused posterior leaflet damage. The clip was able to be removed from the chordae via standard troubleshooting before being removed from the patient. The second clip (cds0705-xtw, 30627r1097) was implanted with no reported issue. The third clip was advanced to the mitral valve. However, during placement of the third clip, clip-to-clip interaction occurred. The third clip was stuck to the second clip (cds0705-xtw, 30627r1097), which resulted in dislodgment of the second clip from the posterior leaflet (single leaflet device attachment (slda)). There was damage noted to the posterior leaflet. The third clip and an additional clip were required for stabilization. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (dislodged), associated with the clip-to-clip interaction between the second clip (the complaint device) and the third clip of the procedure, was due to procedural circumstances during placement of the third clip. The reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detaching from the posterior leaflet (slda), was due to the clip-to-clip interaction in conjunction with thin leaflet structure. The reported tissue damage on the posterior leaflet was also related to the clip-to-clip interaction and challenging anatomy with thin leaflet. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip devices referenced in b5 are being filed under a separate medwatch report.

Manufacturer narrative:
There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous reports, the additional information was obtained that this was a trial patient. Additional patient information added. Mitraclip post market surveillance (pms) study in south korea. Patient ID: (B)(6).